Event description:
It was reported that this right atrial (ra) lead was explanted due to an unknown product performance issue. A new ra lead was successfully implanted. No additional patient adverse effects were reported.

Event description:
It was reported that this right atrial (ra) lead was explanted due to an unknown product performance issue. A new ra lead was successfully implanted. Additional information from the field indicated this lead explanted due to a fracture. No additional patient adverse effects were reported. This lead is expected to be returned to boston scientific for analysis.